Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The dilator was inspected, and it was found in normal condition. The valve is related to the obstruction reported by the customer. The device history record (DHR) for lot number 00001982 has been received and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an svt (supraventricular tachycardia) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and when the device was received by the bwi product analysis lab, the hemostatic valve was dislodged inside the hub component. During the procedure itself, the inner sheath could not advance in the outer sheath due to the impediment. The second device sheath was used to complete the operation. There was no report on adverse event on patient. Resistance with sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable.